Manufacturer narrative:
Additional information: please refer to MDR 2029214-2016-00793 for the onyx referenced in this report.

Manufacturer narrative:
The device has not been returned for analysis; therefore the cause of the event could not be determined. Per the apollo microcatheter IFU: verify catheter integrity prior to re-inserting guidewire or injecting embolic material to prevent vascular damage or unintended embolization. Catheter integrity is verified by angiographically confirming that contrast agent is exiting only from the catheter tip while viewing the entire distal section of the catheter. The catheter may leak from the distal tip coupling if the coupling is moved or damaged during handling.

Event description:
Medtronic received information the during an embolization procedure of an arteriovenous malformation (avm), the apollo catheter burst and liquid embolic was leaking near the catheter tip. It was reported that the physician injected dmso to sufficiently fill in the dead space of the apollo (0.23ml) then over washed it's hub. He held the liquid embolic syringe vertically while connecting the apollo hub into the syringe. The physician started injection of liquid embolic with a blank road map at slow rate (<0.3ml/minute) to fill the liquid embolic into the dead space while starting fluoroscopic imaging to monitor any reflux. The physician observed that the apollo was burst since the liquid embolic had leaked near the catheter tip. The physician paused the injection within 2 minutes to check embolization. He injected again and saw liquid embolic had leaked near the catheter tip again. The physician decided to remove the catheter and could retrieve the catheter with the tip still intact. The physician reported that liquid embolic did not leak into an unintended location and therefore no additional intervention was needed. Another catheter was used to complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The apollo catheter was returned for analysis. As received, the catheter was found to be ruptured 4.5 cm from the distal end. The catheter was flushed and found to be occluded with onyx and onyx residue was noted at the catheter hub. No other anomalies were observed. Based on the device analysis the clinical observation was confirmed. It appears that the catheter ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter which resulted in pressures exceeding the limits of the catheter. Per the apollo IFU (instructions for use): infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. All products are 100% inspected for damage and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.